Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 80% to 5% while connected to a power source. The battery gauge later jumped from 4% to 100%. The customer's blood glucose was 177 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.